Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms and does not delivery gas. The customer reported the events log indicated motor fault, fan failure alarm, and post digital-analog count or analog-digital count error. The issue occurred during patient use. The customer reported the unit was switched out with another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect printed circuit board assembly (pcba). The reported issue was duplicated and isolated to an open resister at r608.